Event description:
It was reported a pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician obtained right femoral vein access and advanced versacross rf wire through a 10fr sheath. The sheath was exchanged for versacross dilator and watchman double curve sheath (was). Transseptal puncture (tsp) was performed with transesophageal echocardiogram (tee) guidance in inferior mid location on septum. The rf wire was placed in left upper pulmonary vein (lupv) to advance sheath across septum. The dilator and wire were removed, leaving was in mid atrium. A non-boston scientific pigtail catheter advanced across septum into left atrial appendage (laa) and contrast shot done. A 24mm watchman flx pro device was prepped and advanced into laa. Device was deployed once and was assessed for pass criteria. The device was released and re-evaluated before removing was from septum. A final effusion sweep was done post sheath removal, and a pericardial effusion posteriorly was noted that was present pre-procedure. The patient remained hemodynamically stable however the physician decided to perform pericardiocentesis. 100cc of blood was removed and reprofused immediately. Effusion was stable so drainage bulb sutured in place and patient transferred to intensive care unit for overnight stay. Patient was later discharged. The device is not expected to be returned for analysis (disposed). Tee imaging was somewhat challenging to see thin portion of septum clearly the entire time. Tenting was clearly seen. No difficulty or problems with versacross were reported. Physician is not under the impression that the versacross contributed to the patient complication. Physician gives half heparin before tsp and half after.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.